Manufacturer narrative:
Additional product code kwp,kwq. Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the patient had l2-5 posterior lumbar fusion on (B)(6). Patient started having some pain in (B)(6) 2020. Surgeon obtained CT scan on. (B)(6). Results of CT scan revealed possible non-union. Surgery was scheduled. Non-union was confirmed in the case, the surgery was completed successfully. The patient was doing well, went home the next day. This complaint involves (5) devices. This report is for (1)5.5 exp verse fen scr 7.0x50. This report is 1 of 5 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.